Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds, high impedance and loss of capture. It was also noted that the implantable pulse generator (ipg) had a sensing problem of oversensing and undersensing, due to ra lead malfunction. The ra lead was revised and the both the ra lead and ipg remains in use. No patient complications have been reported as a result of this event.